Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their device was beeping. Follow-up with the patient's clinic confirms that the patient's right ventricular (rv) lead exhibited high impedance and was fractured. The patient has refused a lead replacement because they claim that they feel fine and the believe nothing is wrong the with lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.